Manufacturer narrative:
Date of birth: unknown. The patient¿s age was used to determine a placeholder date for this field. FDA notified?: the initial reporter also notified the FDA via medwatch # (B)(4). Investigation summary: a complaint of a set breaking and leaking was received from the customer. A photo was provided to aid in the investigation of this defect. In the photo, it was observed that the tubing had torn at the top of the pumping segment. The ring retainer was still present. The customer complaint of component damage was confirmed. A device history record review for model and lot number was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A root cause could not be determined as a physical sample was not returned for investigation. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported gem v/nv ckv 3 ss 20dp 20pk had leakage from the tubing break. The following information was provided by the initial reporter: "pump was beeping with "channel error." After trouble shooting, pump was opened and immediately the fluids started leaking out. It was then noticed that there was a breach in the tubing. Tubing was broken."